Event description:
The user facility reported the following incident: a newborn baby had the device implanted in another hospital in 2006. The pt was transferred to children's mercy. Approx 9 months later, the device needed to be explanted as fluid was not properly draining. Upon removal of the device system, a cut was observed. The user facility staff could not determine if any other procedure performed on this pt may have caused the device system to be cut, or if the system malfunctioned on its own. The pt's condition is reportedly stable. The product is not available for return and evaluation.

Manufacturer narrative:
The product is not expected to be returned for evaluation. An investigation has been initiated based upon the reported info.